Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for a lead extraction. Out of range high, pacing lead impedance was observed. No electrical anomalies were noted. Further lead testing was discussed. The lead was planned to be explanted. No further information is available.

Event description:
Additional information: the patient was asymptomatic before the procedure.

Manufacturer narrative:
A partial lead measuring 11.9 cm was returned for analysis. The field reported event on high impedance was not confirmed. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received indicates the lead was explanted.